Manufacturer narrative:
Weight information not provided. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Blood glucose results of "9.4 and 13.2 mmol/l" with a lifescan meter, performed with 10 minutes of each other.